Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that no specific contributing factors to the catheter fracture were determined beyond what was already reported. The explanted portion of the catheter would not be returned for analysis because it was discarded by the customer.

Manufacturer narrative:
Additional concomitant medical products: product ID 8781, lot# n491556004, implanted: (B)(6) 2015, product type: catheter; product ID: 8781, serial/lot #: (B)(4), ubd: 20-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient who was receiving gabalon at an known concentration and dose via an implantable pump for severe spasticity associated with cerebral palsy. It was reported that there was an adverse event of weakening of effect associated with damage of the catheter. It was detailed that when a procedure for scoliosis was performed in the department of orthopedic at another hospital in (B)(6), it seemed that the catheter was fractured at the spinal insertion site and that drug leaked from the fractured part. It was determined that replacement was necessary because the patient's "spasticity was strengthened." The replacement was being scheduled. At the time of the report the adverse event was not recovered. The attending physician's assessment was that the adverse event this time was not caused by the intrathecal baclofen (itb) therapy. It was indicated that the causality of the event was related to the surgical procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8781, lot# n491556004, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the catheter replacement was performed on (B)(6) 2019. It was noted that only part of the catheter was replaced at this time.